Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08725 inches. No motor error alarms noted. The motor was tested outside the device and passed. Device received with minor scratched display window and case. Device received with missing end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was taken by ambulance to the hospital on (B)(6) 2018 due to a low blood glucose event in which he became unresponsive. Leading up to the incident, the customer bolused 11.8 units at 11am and ate lunch. Between 12pm and 1:30pm the customer was transported to the hospital. Ems suspended the insulin pump and alleged that an additional 100 units of insulin was delivered by the device. The reservoir was empty. The customer's blood glucose at the time of hospital admission was 32 mg/dl. The customer was treated with blood pressure medication, a d50 stick, and orange juice. Troubleshooting was not completed on the insulin pump; however, it was noted that a motor error alarm occurred two weeks prior to the call. The customer was unable to rewind the device after the alarm. The insulin pump will not be returned for analysis.